Event description:
It was reported the pt experienced auto-reducing and high impedance issues (ref. MFR. Report: 1627487-2014-01261) and subsequently did not charge his ipg for approximately 2 months. The sjm representative verified the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2014 and the ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.